Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site and difficulty in charging due to ipg migration. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively. Nothing was added or explanted.